Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. When asked the circumstances that led to the coupling issue, patient said the recharging implantable neurostimulator (ins) stopped working. When asked what steps were taken to resolve the coupling issue, the patient said "your representative helpfully and easily walked me through to easy steps to restart." Patient noted the coupling issue has been resolved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient has had a coupling issue since implant and that they needed to be up and moving to receive good coupling. The patient was sent adhesive discs to try and resolve the problem. No further complications reported.